Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: we have forwarded the complained article to the manufacturing site for investigation, here are the findings: the part was received in two pieces. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The manufacturing records were reviewed the article was manufactured in november 2014, produced to specification and met all release criteria. Due to an unknown cause, there is evidence of metal fatigue at the breakage and scoring on top and bottom of the plate. No product fault could be detected, DHR review -> no findings. Manufacturing evaluation -> no findings. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the reported plate broke when the surgeon bent it by bending pliers. No patient harm was reported. There was no delay in the surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the part was received in two pieces. There is evidence of metal fatigue at the breakage and scoring on top and bottom of the plate. The material and the product dimensions near the breakage are within specification. Based on the evaluation, the complaint condition is confirmed, but is not considered to be related to manufacturing processes or materials. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: dzl. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that it revealed no complaint related anomalies. The (DHR) shows this lot ti matrixmidface oblique l-plates was processed through the normal manufacturing and inspection operations with no nonconformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformances or rework noted. As a result of the above and the fact that no device was returned for evaluation, this complaint is deemed unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.